Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident of hyperglycemia requiring professional medical treatment at a time when she attempted, was unable to use the aviva system due to error within specifications. The device error was caused by the customer attempting to use expired strips. A request was made for the return of the system and a replacement was sent.